Event description:
Patient reported a left side "textured product" and "rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and missing shell (0-25%). A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as surgical impact. Missing shell assessed as inconclusive.

Event description:
Patient reported a left side "textured product" and "rupture." Device has been explanted and replaced.

Event description:
Healthcare professional confirmed left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified a broken device, with lot number 2231691 and labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.